Event description:
It was reported that the speech understanding of the pt had in the last month become much worse. During an examination in 07/2002 it was found that only 1 canal of the 12 was functioning. All other other canals had the status 'hi'.